Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the single mini drawers were releasing the entire drawer. A field service engineer (fse) replaced two 1x1 mini engines due to a medication spill in positions 1.5 and 1.6 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the entire drawer was opening instead of just the individual pocket containing the controlled substance. There were no adverse events or injuries reported based on this event.